Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 10 months. (B)(4). The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient had blood cultures that were positive for (B)(6). Echocardiogram revealed worsening right ventricular dysfunction, and the patient was treated with inotropes. Over the next several days, the patient developed worsening hypoxia and renal insufficiency. The patient¿s blood cultures cleared on (B)(6); however, lethargy and hypoxia continued. A v/q scan was negative for pulmonary embolism. The patient¿s lactate dehydrogenase (ldh) elevated to 3600 u/l, with no significant lvad power elevations. It was reported that the patient was thought to be volume overloaded, leading to worsening renal failure and right heart dysfunction. The patient was aggressively diuresed, and the kidney function improved. The patient¿s ldh remained very high, and the patient was started on trental as well as dipyridamole. The patient was intermittently febrile, and the echocardiogram did not improve. The patient developed atrial fibrillation and ventricular tachycardia. It was reported that the arrhythmias were likely due to hyperkalemia with a potassium level of 7 meq/l. Due to the hyperkalemia, patient was treated with continuous renal replacement therapy (crrt). The crrt was discontinued as the patient¿s renal function improved and the hyperkalemia resolved. The patient's hypoxia and right heart function also continued to improve with diuresis. It was reported that the patient continued to be hypertensive with ¿uncontrolled blood pressure¿ between a map of 85-90 mmhg. The patient was transferred out of the intensive care unit on (B)(6) 2016.

Manufacturer narrative:
A correlation between the device and the report of elevated lactate dehydrogenase levels, (B)(6) blood infection, worsening right ventricle dysfunction, hypoxia, renal failure, cholelithiasis, ascites, atrial fibrillation, and ventricular tachycardia could not be conclusively determined. Cardiac arrhythmia, infection, respiratory failure, right heart failure, renal failure, and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.